Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 42 millimeters of mercury (mm hg), and the mean gradient after the valve was implanted was 35 mm hg. Per the physician, the patient's previously implanted non-medtronic surgical valve had calcified leaflets that contributed to the high gradient. The implant depth of the transcatheter valve prior to explant, was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc).

Event description:
It was reported that approximately 3 months following the implant of a transcatheter aortic valve in a previously implanted 19 millimeter (mm) non-medtronic surgical aortic valve, the mean gradient remained elevated/unchanged due to the small diameter of the surgical valve. Subsequently, the transcatheter valve was explanted and a 23 mm non-medtronic surgical aortic valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.